Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is february 24, 2021. Section d9 device available for evaluation? Yes. Returned to manufacturer: yes. Returned to manufacturer date: 5/26/2021. Section h3. Device evaluated by manufacturer? Yes. Section h6 coding: type of investigation: 10, 3331. Investigation findings: 180. Investigation conclusions: 4315. The handpiece was received, autoclaved and evaluated. During inspection the silicone aspiration tubing is ruptured at the luer fitting. Ruptured tubing indicates an occlusion may have led to over-pressurization during cleaning. Based on the information a product malfunction and product deficiency was confirmed. Per attached DHR summary page provided all devices meet material, assembly, and performance specifications at the time of product release. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown, not provided. Date of event is unknown as it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco tip was clogged. A description from the surgery center indicated during the phaco procedure, a 501 and 601 vacuum error displayed and frequent clogs. The procedure was completed, and no patient injury reported. Through follow up, the surgery center has 8 phaco handpieces that were in use at the time of the event. The clogging occurred during the procedure 3 or 4 different times/events, however unable to determine which specific handpiece had the clog during surgery. As a proactive measure, all handpieces will be reported and returned for evaluation. This is 4 of 8 reports.